Manufacturer narrative:
The reported event was lead dislodgement. A complete lead was returned in one piece with the helix retracted and clogged with blood and tissue. X-ray inspection found the inner coil was over torqued at the connector region consistent with procedural damage. After cleaning the lead, the helix was able to extend and retract. The full helix extension length was measured within product specification. Electrical testing, visual and x-ray examinations of the lead did not find any anomalies.

Event description:
It was reported that the right-ventricular (rv) lead and the right-atrial (ra) lead had dislodged which was confirmed via x-ray imaging moreover the ra lead exhibited extracardiac phrenic nerve stimulation. As a resolution the ra and rv lead were explanted and replaced. The patient condition was stable.